Manufacturer narrative:
H11: h1: further review determined that there was no serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) called back stating they received new equipment and needed help with pairing. On the call it was stuck on checking the recharger. Agent suggested to charge the battery pack first. Pt reset and plugged it in and the green light was blinking. Instructed pt to keep charging the controller to full and then try 3 consecutive passive recharge mode (prm) cycles. Pt said when they tried prm before they were not doing 3 cycles in a row and thought they needed to unplug the cable. Pt also repeated about the position of the device and they could only charge when it was on the skin. Best position of rtm was reviewed. Pt said they were not aware not to place the hole of the recharger in the middle of ins. Pt will finish charging the controller from the wall and then will try charging the implant. Agent reviewed with pt if it does not go back to normal charging, to fo llow up with their doctor (hcp).

Event description:
It was reported that information was received from a patient (pt) regarding their external devices. The reason for call was patient reported that they were sick and did not use the implanted neurostimulator (ins) for several months. Patient stated that now they could not get the machine to find the battery, and they could feel a distinct, lumpy area around the ins that was sensitive to touch; pt said that had been going on for a couple months now. They could feel the battery under their skin prior, but this was a new development. Pt said they had already seen a doctor about the sensitive area. Patient said a representative had them try a couple things over the phone, with trying to place the paddle and it would say cannot find the device. Patient mentioned that they had selected recharge, and done that for hours, but the controller was still not progressing to normal charging screens (pt mentioned the highest they saw connectivity number was 85, but was usually much lower). Patient service specialist understood that the patient was trying to go through passive recharge mode, but the controller would not progress to the normal charging screens. Patient noted that they needed to have an MRI, which was another part of the problem, because it was not working and they did not know if it was safe to have the MRI. Pt said the MRI was to needed to address if they had compression fractures in their spine. The issue was not resolved. An email was sent to the repair department to replace the controller and the recharger. Agent reviewed what to expect with charging ins and pairing upon receipt of equipment.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that the cause of the implant having a sensitive areas to the touch was unknown and that nothing was planned to address the issue and has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Correction.

Manufacturer narrative:
H1: correction h1 was selected as serious injury in error. Should of been malfunction reportable instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.